Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-51463. (B)(4)

Event description:
Customer's spouse reported via phone call that the customer was hospitalized on (B)(6) 2015. Blood glucose value was 641 mg/dl. The customer was treated with 20 units of insulin. He was wearing the insulin pump at the time of the incident. It was stated that the customer has gone to the hospital in two occasions due to high blood glucose. It was stated that the doctor has taken the customer off insulin pump therapy and customer is now treating with manual injections.